Event description:
Event description cpi received information that at an implant proceedure, they had difficulty placing the bipolar atrial lead (4294) due to a 'large right atrium'. They elected to implant an active fixation lead, a sweet tip bipolar (4269). The tip of this lead broke, and imbedded in the right atrium wall. They converted to a vvir pacemaker. They implanted a bipolar lead (4285). The physicians manual 352527-003c, page 14 states: do not rotate the lead clock-wise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.